Event description:
The customer reported that the sys locked up and failed to allow fluoroscopic exposures, exhibiting a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The universal node pcb, generator cpu pcb and generator controller pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.